Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 289 mg/dl. The customer was treated with bolus. The customer was advised to speak to (B)(4) regarding the use of different infusion sets. The customer was advised to call back if any further issues at all.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.